Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640, serial# (B)(4) implanted: (B)(6) 2017. Explanted: (B)(6) 2017. Product type extension. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a unilateral system and was being implanted with a second lead, extension, and primary channel (pc) ins. During intra-operative testing, it was revealed the new extension had high impedance of >40,000 ohms on contact 2. The testing ruled out the lead and ins being the source of the problem. The extension was switched with a new one and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's weight was not known.

Manufacturer narrative:
Analysis of the extension (B)(4) found that stim extension body conductor was broken less than 5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.